Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device that would not inflate. A revision surgery was performed, during which the physician confirmed a small leak from a small hole in the pump connector. Fluid was missing from the system, and air was present within the components. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, air in system/component, fluid leak and break are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device that would not inflate. A revision surgery was performed, during which the physician confirmed a small leak from a small hole in the pump connector. Fluid was missing from the system, and air was present within the components. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number:72018501. Serial number: n/a. Batch/lot number:0174168012. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) # :(B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of break, fluid leak, air in system/component, and inflation issue were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.